Event description:
While reaming, tip broke off. Tip recovered shared remained. Patient safety report stated while reaming canal for rod the reamer became stuck. While taking out reamer broke and a shared was left behind. Unable to retrieve shard. No effect on patient. No recommendation at this time family notified.